Manufacturer narrative:
A review of the mfg records verified the lot was processed normally and all pre-release specifications were met. Three images were returned for eval. A fluoroscopic image from the day of the implant demonstrated the right and left disc of the gore helex septal occluder were equally deployed with good disc apposition over the septum. A second fluoroscopic image from the day after implant demonstrated the occluder had shifted and the right disc appeared to be malformed, protruding out into the right atrium. Echocardiography from the day after implant revealed the inferior portion of the right disc was draping over a structure near the inferior vena cava, causing the right disc to be displaced.

Event description:
It was reported the physician implanted a gore helex septal occluder. The following day, the device appeared to have shifted; a residual shunt was noted, and the right disc was not apposed to the septum. The device was removed in a transcatheter procedure, and an amplatzer device was implanted with no adverse effects.